Event description:
Information received indicates the head end caster will not engage into brake.

Manufacturer narrative:
The technician found the mounting bracket for the brake bar was broken from the frame. The technician installed a brake/steer mounting bracket to repair the stretcher.